Event description:
A potential product issue has been reported with our artiste mv linear accelerator. In the abundance of caution, this issue is being reported. According to the customer, the linac was left in standby mode when they went for lunch. At that time, the gantry was at 0 degrees. After the lunch, when they wanted to continue their work, they recognized, that there was a massive leakage of cooling water. It was also found that the gantry was at approx 20 degrees instead of 0 degrees when they left the room. Errors "logoff0-7" and "waterflow" were displayed. The linac was immediately switched off by the customer. Customer complains and claims that the gantry moved independently by 20 degrees because of the water leakage. No info was reported that suggests that a mistreatment or serious injury has occurred.

Manufacturer narrative:
Preliminary risk indicates: severity: 3 (critical). There has been no mistreatment or injury reported. There was no pt involved. Though the complaint behavior may potentially result in a serious injury. Probability: b (improbable). Because the user has to observe the pt during all activities, every gantry motion will be detected. An emergency stop has to be used in case there is an uncontrolled gantry movement detected. Also the probability of the water leakage is very low. The combination of probabilities reduces the risk of an injury to improbable. No other products are concerned.